Event description:
An axsym bhcg result of 1848 mlu/ml was reported to the ER on a pregnant pt. The same specimen was retested on axsym yielding results of 96548, 43772 and 97862 mlu/ml. The customer tested the specimen on a different axsym and reported a result of greater than 100,000 mlu/ml which was not questioned by the ER. No impact to pt management was reported.